Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the core wire broke off inside the stent while trying to pull the wire off. There were no patient complications reported as a result of this event.